Event description:
It was reported that when using the bd pyxis¿ medbank tower aux user stated rx-verify was not working and when attempted to remoted in and system was found to be offline. Pharmacy administration was instructed to provide a validation code, but none of the available codes were accepted. The system remained down and was not syncing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of this incident, it was determined that rx-verify was not working, tried remoting in and system was offline. The technical support specialist stated that the pharm admin had called reporting that rx-verify was not working. An attempt was made to remote in, but the system was offline. The pharmacy admin was directed to provide the validation code; however, none of the available codes were working. The tss was then asked to call the facility to troubleshoot the issue. The user number was provided, and when the tss called, no one was reached at that time. A message was left for the facility to call back if further assistance was needed.